Event description:
I tried to call the manufacturer to verify ingredients but was told by both the manufacturer and corporate headquarters that as a consumer I am not entilted to know the ingredients. I have celiac spru along with other allergies. I am trying to get my teeth fixed but in order to do so I have to verify ingredients prior to any product being put in my mouth. Consumers have every right to be able to verify with businesses what ingredients they are using in order to prevent adverse reactions to products. Diagnosis or reason for use dental work.